Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy and a cystoscopy due to stress urinary incontinence, third degree cystocele, cervical uterine prolapse, and complete loss of urethral angle support.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, frequency, atrophic vaginitis, urgency and nocturia.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and and an obturator sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy. The patient underwent mesh removal on (B)(6) 2009 and on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure for update vaginal prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced continuous urinary incontinence, urethral injury/mesh erosion into urethra, leg weakness, multiple surgeries to remove mesh/fix urethra including two mesh excisions, collagen injection, and cadaveric pubovaginal sling, and suprapubic cystostomy. It was reported that the patient underwent mesh revision/removal and pubovaginal sling, suprapubic cystostomy due to mesh erosion on (B)(6) 2010. It was further reported that the patient underwent mesh excision due to urinary incontinence and mesh erosion into urethra on (B)(6) 2009, excision due to urethral injury of mesh erosion into urethra on (B)(6) 2009, and collagen injection due to urinary incontinence and mesh erosion into urethra on (B)(6) 2010. (B)(4).